Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient presented with worsening heart failure symptoms, weight gain, shortness of breath, and edema. The patient was administered medication and was found to have a 42mm gradient at the aortic anastomosis of the pump outflow cannula in the cath lab. They were unable to visualize the stenosis despite high volume of contrast. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further informatin is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.